Event description:
This non-serious spontaneous case report from (B)(6) was received from a nurse via company representative on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (sw32753). This case concerns a (B)(6) female patient who received poly-y-lactic acid (sculptra) between (B)(6) 2008 and (B)(6) 2009, dosage 3 x 2 vials, indication not reported. On (B)(6) 2010, the patient reported to the nurse that she had multiple nodules and that she had for a couple of months. On (B)(6) 2010, the patient commenced corrective treatment with erythromycin 500mg three times a day. Treatment ended 2 weeks prior to the report. On (B)(6) 2010, the patient reported that there was little difference. The reporter stated that she has "needles" the nodules and disguised the more visible ones with hyaluronic acid (juvederm) filler. Photos were taken which the reporter stated "don't look too bad", but she stated that the nodules are very hard and palpable, and slightly visible in places. Medical history was not provided. Concomitant medications were not reported. Event outcome is not recovered. A pharmaceutical technical complaint (ptc) has been initiated. (B)(4).

Event description:
The customer observed an outlier result for an architect hepatitis b surface antigen assay negative control when reaction vessel lot 71558p100 was in use. No error message was generated for the outlier. There was no impact to patient management.

Manufacturer narrative:
(B)(4)architect i2000sr analyzer, list # 3m74-01, (B)(4).no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.